Event description:
On 04/30/1999, the pt got up in the morning feeling dizzy, faint, clammy and sweating. Someone tested her blood glucose(apparently her granddaughter) using her meter and obtained a result of 176mg/dl. The pt had not taken her insulin and had not eaten. The granddaughter took her to the hosp and the hosp meter(otii hosp meter) read 528mg/dl. There was approx 10 minutes between the two tests. She was hospitalized at that time and was released on may 9, 1999.